Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was shutting down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker field service evaluated the device and was unable to verify or duplicate the reported issue. The root cause could not be determined. The device passed functional and performance testing and was returned to the customer. The power pcba was returned to product assessment center (pac) where the pac technician was unable to replicate power issue. No root cause could be determined.